Event description:
It was reported that while using the bd facslyric¿ that there is carryover of samples and erroneous results. The following information was provided by the initial reporter: customer refers that this lyric is showing carryover of samples.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported.

Manufacturer narrative:
Investigation summary: ¿ scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, and serial # (B)(6). ¿ problem statement: the customer reported a complaint regarding carryover issue on (B)(6) 2022. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue with part # 663029. Date range from 15nov2021 to date 15nov2022. ¿ device history record (DHR) review: DHR part # 663029 serial # (B)(6), file # (B)(4) was reviewed. The instrument manufacturing date is 21apr2021 and it met all the manufacturing specifications prior to release. ¿ complaint history review: there are 7 complaints related to the issue of carry or contamination for part # 663029. Pr# (B)(4). Date range from 15nov2021 to date 15nov2022. ¿ returned sample analysis: a complaint sample was not requested to be returned because no parts were replaced. ¿ service history review: review of related work order #: (B)(4). Install date: 26may2021 work order notes: o subject / reported: 663029 - 663029 - facslyric - carryover issue o problem description: customer refers that this lyric is showing carryover of samples. O work performed: checked all instruments but did not find specific issues. O work order summary: an application specialist went to customer site to resolve the issue. They checked the instrument, performed flushes, made adjustments, and did not find specific issues. In conclusion, the carryover was not measured according to the correct norm by the customer. ¿ ¿ risk analysis: risk management file part # (B)(4), rev. 08/vers. Ab, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no. O azure ID: 89171 o ID: libivd-ra 632.1.8 o reg status: ivd; ruo o hazard: exposure to biological sample. O cause: back drip from injection port. O harmful effects: wrong results by cross contamination. O residual probability: 1 o residual severity: 3 o residual risk index: 3 o residual risk evaluation: a o new hazards: none. ¿ potential causes: based on the investigation, the potential cause of carryover was due to the customer¿s error in improperly measuring and calculating carryover. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the potential cause of carryover was due to the customer¿s error in properly performing the carryover process. This was confirmed when the application¿s specialist had gone to the site to inspect the instrument, perform flushes and make adjustments but did not find specific issues. The instrument was confirmed running as expected and was found that ¿the carryover was not measured according to the correct norm by the customer,¿ which also means that the standard process to measure carry over was not properly followed, per guideline h62, validation of assays performed by cytometry. H62 was provided by the application specialist which is a guideline for global application developed through the clinical and laboratory standards institute (clsi) consensus process. This includes validation strategies for cell-based assays performed by flow cytometry, and recommendations for instrument qualification and standardization, and assay optimization. Page 48, section 4.2.5 explains carryover, calculation and to refer to manufacturer¿s acceptable limits. Per bd facslyrictm flow cytometry system brochure, 23-19862-04, it states the performance of sample carryover = 0.1% with the default sample injection tube (sit) flush and as low as 0.05% up to 6 sit flushes as reference. In addition, escalation wo (B)(4). Stated a recommendation of additional sit flushes to help reduce carryover. In conclusion, it was confirmed that the instrument was performing as expected, where the carryover was not due to the performance of the facslyric but with the sampling process of the user. . The user was retrained and educated on the process. No part was requested for evaluation as no parts were replaced. Although this complaint may potentially impact erroneous results, no results were reported to the clinician, nor was a patient harmed or injured from diagnosis. The safety risk of this hazard has been identified to be within the acceptable level. ¿ conclusion: based on the investigation, the complaint was confirmed that the potential cause of carryover was due to the customer¿s error in properly performing the carryover process. An application specialist helped resolve the issue by retraining the customer and have them understand the calculations of carryover. The customer was also given additional guidelines to follow such as clsi h62. There were no technical issues, and the instrument was running as expected. No erroneous results were reported to clinicians and no patients were harmed due to this issue. The safety risk of this hazard has been identified to be within the acceptable level. Based on the investigation results, a CAPA is not required because there was no impact to customer and patient health or safety.

Event description:
It was reported that while using the bd facslyric¿ that there is carryover of samples and erroneous results. The following information was provided by the initial reporter: customer refers that this lyric is showing carryover of samples.